Event description:
During surgery for left carpal tunnel release there was breakage of metzenbaum scissors in the subcutaneous layer of the distal forearm at the level of the distal transverse crease of the wrist. A small incision was made just distal to the crease and the broken portion of the scissors was removed. Surgery was prolonged for 30 minutes while the fragment of scissors was retrieved. There was no damage to the surrounding tissues and the pt tolerated the procedure well. He was discharged later that day.